Event description:
A report was received that the patient was having pain and swelling at the ipg site. It was also mentioned that the patient was having overstimulation with a slightest touch of the ipg. The patient underwent a revision procedure and was doing well postoperatively.